Event description:
It was reported that previous artificial urinary sphincter (aus) device was removed due to loss of continence as the product was not functioning properly. An aus 3.5 cm cuff, pump and pressure regulating balloon were implanted. No patient complications were reported related to this event.